Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, implanted: (B)(6) 2003, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received compounded baclofen (2000mcg/ml, 270mcg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. During a pump replacement, the catheter connector was disconnected from the old pump and reconnected to a new pump. After "fixing and testing if it was fixed again" the catheter "slipped out of the connector." It was later clarified the catheter only disconnected once attaching to the new pump (only one disconnection occurred). It was also reported as "catheter connector broke." No patient symptoms were experienced since the issue occurred during and was resolved prior to procedure completion. The old catheter was cut and a sutureless connector was added and connected to the pump (partial-explant). The catheter length was then reprogrammed into the pump. It was noted this was the second pump change, so the age of the catheter was approximately 12-15 years old (no documentation of catheter device information or implant date). The reason for pump replacement was due to end of life (eol). There was no suspected cause for catheter break and disconnection. The issue was considered resolved. The status of the patient was stated to be a live and with no injury. The explanted portion of the catheter would be returned. No complications were reported/anticipated.